Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with unspecified antibiotic(s) (route, medication dosage, frequency, and duration not reported) for the peritonitis event. After approximately ten days of hospitalization, the patient was discharged to a rehabilitation facility. Dianeal therapy was ongoing. The patient was recovering from the peritonitis. No additional information is available.